Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery . A 2.5x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, when the physician want to re-insert the stent, the proximal strut of the stent was kink. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous 2.50x24mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal stent region were noted to be lifted and puled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery . A 2.5x24mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. However, when the physician want to re-insert the stent, the proximal strut of the stent was kink. The procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.